Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error messages occurred during the loading process. Customer's blood glucose level was 263 mg/dl. Customer successfully loaded a new cartridge.